Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported during a paroxysmal atrial fibrillation ablation procedure, while ablating with the cool path catheter, the physician noted that the rf power did not reach the pre-set values despite good pt contact. The catheter was removed from the pt and purged at 60ml/minute; however, only a few drops of saline were flowing out of the catheter tip. Another cool path catheter was opened; however, it was noted that the irrigation port was damaged. A third cool path catheter was used to successfully complete the procedure. Analysis of the returned device revealed leaking at the proximal end of the handle from a broken luer extension tube.

Manufacturer narrative:
(B)(4). One cool path catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen is attached but twisted. Functional testing of the device confirmed during the ablation simulation test an occlusion alarm occurred from the cool point pump at a "pal" alarm from the generator. A guide wire was advanced through the luer stopping at the broken area of the extension tube. Saline was noted to be leaking at the proximal end of the handle from the broken luer extension tube. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.